Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating a device malfunction as the keypad was not working. Per the good faith effort (gfe) response received, the device was not in patient use at the time this issue was discovered and was in standby mode. The field service engineer (fse) noted that this case was logged by a new biomedical engineer, who is not familiar with operating the ventilator. The fse provided the bme with guidance per video call and ultimately discovered that the device operated as intended. It was reported that no issues were found with the ventilator. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.